Event description:
It was reported the patient has had ongoing bilateral hip pain since the elevate pc anterior and apical prolapse repair system was implanted on (B)(6) 2013. The device remains implanted. No further patient complications were reported in relation to this event.

Manufacturer narrative:
After further review, it has been confirmed that this device was manufactured at american medical systems in (B)(4).

Event description:
Additional information received indicated the event was resolved as of (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated the onset date of event was (B)(6) 2013.

Manufacturer narrative:
(B)(4).